Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
On approximately (B)(6) 2017, a v60 ventilator alarmed vent inop while in use on a patient. A respiratory therapist (rt) responded to the alarm and placed the patient on an alternative source of oxygen.

Manufacturer narrative:
Further information was requested and not supplied by the customer. Ventilator is ready for patient use.